Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 82mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. Unable to verify button error alarm, low predict alarm and perform functional testing due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.